Event description:
It was reported that before the use of the bd vacutainer® sst¿ ii advance, one (1) tube was discovered without a label. No health impact or consequences were reported.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which showed a missing tube label. Evaluation of 100 retained samples found no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd vacutainer® sst¿ ii advance, one (1) tube was discovered without a label. No health impact or consequences were reported.